Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A doctor reported that after a patient had an intraocular lens (iol) implanted ten years ago, the lens has glistenings. The patient has reported poor vision to the doctor. The lens remains implanted. Additional information was requested.